Event description:
Customer reported that the cufflator does not hold pressure during set-up. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4): results: examination of the returned product shows the cufflator was not functional when tested and therefore unable to obtain a pressure reading. The product does not pass performance tests. Note: posey instructions for use indicate: the cufflator should be calibrated annually, or if measurements fall outside of this range, or if the cufflator needle does not indicate a reading a zero when nothing is connected, or if the unit is ever dropped. (B)(4).